Event description:
It was reported that during a selenia procedure on (B)(6) 2023, the tube head kept moving past the center when it should not. A field engineer examined the equipment and found no error messages on the system, implying the system was being told to rotate. Couldn¿t isolate a stuck switch or duplicate failure. He replaced both gantry switch panels and the rotation lever switch. The system was tested and met the manufacturer´s specifications. .